Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated for the past 3 weeks, he received no delivery and motor error alarms. The customer stated that the cannulas were not bent. The customer was unable to troubleshoot during time of call because he was in the pool. The customer stated that he will call back.